Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting high capture threshold measurements a few days after it was implanted. A new device was implanted. No additional patient effects were reported.